Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. During a coronary angioplasty procedure, a new IV was set up and connected to heparin. Two doses of heparin were given to the patient through the port distal to the leaking middle port. Near the end of the procedure the middle port was observed to be leaking even though the middle port was not used. The heparin solution was found on the floor. ¿since the IV heparin was not infused, the patient had clots form on the device used for the procedure (wires inside the coronary artery) and required additional heparin administered intra-arterially.¿ due to this the patient required an extended stay overnight in the hospital and required additional IV anticoagulation medications. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.